Event description:
It was reported the pt is no longer receiving stimulation due to inability to establish communication between her scs ipg, pt programmer and charging system. The pt is to consult with the physician regarding the issue.

Manufacturer narrative:
Correction number. 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.